Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in a call service 177 low battery warning and a call service 128 replace battery alarm on the complaint date. Evidence of moisture contamination was found behind the display lens. A test battery cap was used for all testing. The pump powered up with a test battery cap. The test battery cap was unable to fully tighten. Evidence of moisture contamination was found inside the battery compartment. The current draws were not within specifications. The pump case was removed to find evidence of moisture contamination inside the pump on the transceiver board and multiple other printed circuit board components. High current draw values were due to internal moisture contamination. A battery was not returned with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.